Manufacturer narrative:
G4:14apr2021; b4:10may2021. Upon a follow-up with technical support, the customer reported that the issue was not duplicated, the unit passed all testing and was returned back to service. Multiple attempts were made to obtain patient information but have been unsuccessful.

Event description:
It was reported that when using high flow therapy (hft) the values are not staying, and instead they are fluctuating. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The customer biomedical engineer could not duplicate the reported issue. The customer was advised to perform a performance verification test. Upon a follow up the biomedical engineer reported that all tests passed, and the biomed was unable to duplicate the reported issue.